Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd insyte¿ intravascular catheter the needle broke off during use. The consumer stated that ¿when injected into subcutaneous tissue on abdomen the needle snapped at the point it screws onto the insulin pen, leaving it stuck in abdomen. It was not possible to pull it out.¿ there is no further information. There was no report of medical intervention.

Manufacturer narrative:
Investigation results: no samples or photos were returned for analysis. It is not possible to review the device history record since the lot number is unknown. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.